Event description:
It was reported that the insulin pump alarmed no delivery. Customer does not believe the pump is giving her the right amount of insulin. Customer stated that she received a no delivery the night before and changed the infusion set. Customer expressed the following symptoms of high blood glucose: ketones, dry mouth, and fatigue. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.